Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined.

Event description:
It was reported that this implantable pacemaker was explanted as it showed an unexpected exhaustion of the battery longevity. The patient had no escape rhythm, therefore, an external lead was placed due to pauses observed during the replacement procedure. The device replacement was uncomplicated and successful, after which the external lead was removed. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060101. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker was explanted as it showed an unexpected exhaustion of the battery longevity. Also, the pacing rate was not as expected. The patient had no escape rhythm, therefore, an external lead was placed due to pauses and asystole observed during the replacement procedure. The device replacement was uncomplicated and successful, after which the external lead was removed. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker was explanted as it showed an unexpected exhaustion of the battery longevity. The patient had no escape rhythm; therefore, an external lead was placed due to pauses observed during the replacement procedure. The device replacement was uncomplicated and successful, after which the external lead was removed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was explanted as it showed an unexpected exhaustion of the battery longevity. Also, the pacing rate was not as expected. The patient had no escape rhythm, therefore, an external lead was placed due to pauses and asystole observed during the replacement procedure. The device replacement was uncomplicated and successful, after which the external lead was removed. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative the returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.